Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (2250 mcg/ml at 533 mcg) via an implanted pump. The patient¿s medical history was cerebral palsy. The indication for pump use was cerebral palsy and intractable spasticity. It was reported that the patient¿s incision/wound from their pump replacement procedure opened up due to the patient¿s body habitus. The environmental, external, or patient factors that may have led or contributed to the issue were noted to be that the patient had cerebral palsy, was very thin, and had to be moved by a family member. The breakdown occurred during the repositioning of the patient by a family member. Due to the pump being exposed/contaminated the pump was replaced today for sanitary purposes with a sterile pump and the incision was closed. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.